Event description:
As reported by the edwards field clinical specialist, during a right subclavian transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the delivery system and valve would not cross the bicuspid annulus. After multiple unsuccessful attempts to cross the native bicuspid valve with the commander system, a decision was made not to place the valve in the intended position and abort the case. During removal of the valve from the patient, the patient became unstable and a pericardial effusion was observed via echocardiography. The patient was taken to surgery. The patient passed away at the end of the surgical procedure. Additional details, including the cause of death, were not provided. It was reported that the difficulty crossing the native valve was attributed to patient anatomy, specifically angulation and calcification. No device deficiency was alleged by the initial reporter, and there was no damage or failure of the edwards device beyond normal use. The injury related to the pericardial effusion was unidentified but there was no allegation related to any edwards device.

Manufacturer narrative:
The investigation is ongoing.